Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two percutaneous leads with the same lot number as part of his scs trial system. It was reported the pt experienced bilateral thigh pain approx 3 days after the leads were implanted. The pt had one lead removed on (B)(6) 2012 and his left thigh pain was resolved. The pt had the second lead removed and replaced with a surgical lead on (B)(6) 2012.